Event description:
During a laparoscopic colectomy, the surgeon closed the ez35w near sigmoid. No clear "click" of the device was heard so it was repositioned. With some difficulty the device seemed to close and was fired with great effort breaking the firing mechanism. A "crunching" sound was heard from inside the device while attempting to fire it. The blade and drivers were not advanced. The device was removed and a new ex35w was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.